Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the adhesive had degraded due to use and chemicals from reprocessing over time; however, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to include h6 codes that were inadvertently left off the supplemental report.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.